Manufacturer narrative:
Date sent to the FDA: 4/5/2021. H6: appropriate term / code not available (e2402) utilized to capture infections (e19). Additional b5 narrative: it was reported that the patient experienced infection following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted he encountered the tails of the mesh immediately under the skin. The mesh was mobilized from the fascia and explanted. It was reported that the patient experienced severe pain, nausea, inflammation, stress and anxiety. No additional information is provided.